Manufacturer narrative:
Device not returned to manufacturer; system updates pending. Results: known inherent risk of procedure. (B)(4). Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The device was not released by the site and was not available for evaluation at the time of this report. Without the device return, visual inspection, functional testing and dimensional analysis were unable to be completed. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the exact cause of the delivery system balloon burst during valve deployment cannot be confirmed as the device was not returned. The balloon rupture, reported to be located near the shoulder of the balloon, appeared to be near the area of the severe stj calcification. In addition to the procedure itself, patient factors (severe stj calcification, moderate to severe leaflet calcification, severe aortic root calcification) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed a longitudinal balloon burst. Review of provided patient imagery revealed calcification present in the patient anatomy. Dimensional analysis of the single wall thickness of the inflation balloon near the observed burst was performed. The balloon wall thickness was within specification. Due to the condition of the returned device and the nature of the complaint, functional testing could not be performed. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the complaint was confirmed based on the condition of the returned device. No manufacturing non-conformances were identified during the product evaluation. Per the report, the patient had moderate to severe native leaflet calcification, severe aortic root calcification and severe stj calcification. The presence of calcification was confirmed with the provided imagery. The balloon rupture, reported to be located near the shoulder of the balloon, appeared to be near the area of the severe stj calcification. In addition to the procedure itself, patient factors (severe stj calcification, moderate to severe leaflet calcification, severe aortic root calcification) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Reference CAPA (B)(4).

Manufacturer narrative:
(B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
During a transfemoral tavr procedure, during the deployment of a 26mm sapien 3 valve, when the valve was fully deployed, the commander delivery system balloon ruptured. The valve was fully deployed and stable with no paravalvular leak (pvl) observed. No post dilation of the valve was required. The delivery system was removed. No device withdrawal difficulties were reported. No injury to the patient was reported. The procedure was successfully completed and the patient was transferred in stable condition. The native annular diameter measured 25.9mm by CT. No annular calcification, moderate to severe native leaflet calcification and severe aortic root calcification was reported. Severe stj calcification was also reported. It was perceived that the stj calcification likely caused the balloon rupture. It was noted that the rupture appeared to be near the shoulder of the balloon near the stj area.